Manufacturer narrative:
The reported event was addressed and resolved with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer site to further investigate the reported event. Fse spoke with the customer the following day and walked them through a hard power cycle of all four system carts. Customer confirmed carts powered on as normal and that system gave 'da vinci is ready' message. Customer elected to continue using ssc-1 as normal. Fse followed up with the or manager later in the day to confirm there were no additional issues. They confirmed cases were proceeding normally. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced the console grips shaking and making a weird noise without surgeon input. Caller stated that issue was with surgeon side console-1 and that they moved the surgeon over to another console that did not have issue. The procedure was completed robotically with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the system initially powers on without errors. The cause of issue was unknown and had not come back.